Manufacturer narrative:
The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture one day post implant. The pocket was reopened. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.